Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "numerous air in line alarms human harm: no. Delay in therapy: yes." Additional information: "this general complaint was registered by (B)(6) rn, the hospira cre after we were both on site to listen to the customers' dissatisfaction with their two sapphires and the nuisance air in line alarms that they have been struggling with. The only thing that I know is that the single air detect was set at 0.5ml and the accumulated air detect was set to 0.5ml with a threshold of 1.0ml when we arrived. The customer stated that there was no air in the line. We left with the single air detect at 0.5ml and the accumulated air off. I'm not convinced that the pumps need to be returned to the service center."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "numerous air in line alarms human harm: no. Delay in therapy: yes." Additional information: "this general complaint was registered by (B)(6) rn, the hospira cre after we were both on site to listen to the customers dissatisfaction with their two sapphires and the nuisance air in line alarms that they have been struggling with. The only thing that I know is that the single air detect was set at 0.5ml and the accumulated air detect was set to 0.5ml with a threshold of 1.0ml when we arrived. The customer stated that there was no air in the line. We left with the single air detect at 0.5ml and the accumulated air off. Im not convinced that the pumps need to be returned to the service center."